Event description:
It was reported during surgery that the surgeon was inserting a 2.3mm screw when the hex driver tip broke. The broken driver's tip was found and removed from the patient. The surgery was completed with another hex driver tip after a 5-10-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown. Based on the information received, the root cause could not be determined.